Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for the fourth metacarpal fracture on (B)(6) 2018. While drilling of the fourth metacarpal diaphysis the drill bit broke. Due to patient¿s extremely hard bone, the broken fragment could not be removed. Surgeon stated the fragment will be removed when patient undergoes surgery to remove the implants. Surgery was completed with a delay of approximately 10 minutes. Patient status reported as okay. This report is for one (1) 1.1 mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part: 03.130.202s, lot: l594179, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 29. Sep. 2017, expiry date: 01. Sep. 2027 . Device was first manufactured unsterile under the lot f-23022 from the supplier (B)(4), and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 03.130.202 with lot f-23022 were reviewed: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: our investigation shows that received drill bit was found broken at the end of the drill's flute. The broken part is missing. As indicated in the manufacturing documents for lot f-23022, the correct material (1.4112) was used an the hardness was correct at time of manufacturing. The microscopic view, with a magnification of 10x, of the broken surface shows a homogeneous surface what indicates material conformity as well. Because of the damage and the missing broken part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.